Manufacturer narrative:
Patient required explantation due to wound dehiscence and skin infection.

Event description:
Envoy medical corp. (Emc) was notified on january 28, 2026, of a wound breakdown over the patient's implanted ear. Surgeon noted wound breakdown with purulence and skin infection. Dr. (B)(6) explanted the esteem system and reconstructed their ossicular chair on (B)(6) 2026, to allow for healing. Patient/clinical history with emc: (B)(6) 2012: implant, (B)(6) 2012: activation, (B)(6) 2012 : fitting, (B)(6) 2012 : fitting, (B)(6) 2012: diagnostic analysis, (B)(6) 2013 : revision, (B)(6) 2013: fitting, (B)(6) 2013: fitting, (B)(6) 2014 : fitting, (B)(6) 2017 : battery change, (B)(6) 2017: post battery change fitting, (B)(6) 2018: fitting, (B)(6) 2022: battery change, (B)(6) 2025: revision, (B)(6) 2026: explant.